Event description:
Infusion programmed at .02mg/kg/hr of morphine for a 24 hour period. The 10ml syringe contained 2.5mg of morphine. At 3.5 hours into the infusion, the pump alarmed that the infusion was complete and the clinician observed that the 10ml syringe was empty. There was no adverse effect to the pt and no change in respirations. No additional intervention was performed.

Manufacturer narrative:
Manufacturer completed the entire form. Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.